Event description:
Treatment of an aneurysm. During the procedure, it was reported that three implant coils could not be detached.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The devices involved in the event have not been returned for evaluation.the other devices involved in the event are as follows:model: pc-2-8-helix / lot: 9460699 / dom: 06/29/2011 / exp: 06/28/2014.model: pc-2-6-helix / lot: 9631665 / dom: 08/23/2012 / exp: 08/16/2015.(B)(4).

Manufacturer narrative:
The following coil was returned for evaluation: model: pc-2-6-helix / lot: 9631665 / dom: 08/23/2012 / exp: 08/16/2015. The coil was found to be stuck inside the catheter; therefore, the event cause could not be determined. (B)(4).